Event description:
Boston scientific crm received information that during the implant procedure, as this atrial lead was positioned, impedances greater than 4000 ohms were noted on the program system analyzer (psa). In addition, no capture and no detection were noted. The lead was removed and successfully replaced. An issue with the psa was excluded as the new lead exhibited normal measurements. The explanted lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed a fracture in the cathode coil. The fracture was likely the result of handling damage, induced at attempted implant as the fracture site revealed evidence of torsional overload.